Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder (pmdd)"), premenstrual syndrome ("premenstrual syndrome (pms)"), orgasm abnormal ("sharp pain and bleeding every after orgasm (with sex or not)") and coital bleeding ("sharp pain and bleeding every after orgasm (with sex or not)"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered coital bleeding, medical device removal, orgasm abnormal, premenstrual dysphoric disorder and premenstrual syndrome to be related to essure. The reporter commented: I had a radical hysterectomy in march and still definitely have a "cycle". No uterus bleed, but pmdd and pms are very regular. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder (pmdd)"), premenstrual syndrome ("premenstrual syndrome (pms)"), orgasm abnormal ("sharp pain and bleeding every after orgasm (with sex or not)"), coital bleeding ("sharp pain and bleeding every after orgasm (with sex or not)") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the arthralgia outcome was unknown. The reporter considered arthralgia, coital bleeding, medical device removal, orgasm abnormal, premenstrual dysphoric disorder and premenstrual syndrome to be related to essure. The reporter commented: I had a radical hysterectomy in march and still definitely have a "cycle". No uterus bleed, but pmdd and pms are very regular. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from duplicate case (B)(4) (local event number: bus-2020-us-044399, e2b company number: us-bayer-2020-141041) transferred to this case. Reporter information, event: hip pain added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder (pmdd)"), premenstrual syndrome ("premenstrual syndrome (pms)"), orgasm abnormal ("sharp pain and bleeding every after orgasm (with sex or not)") and coital bleeding ("sharp pain and bleeding every after orgasm (with sex or not)"). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered coital bleeding, medical device removal, orgasm abnormal, premenstrual dysphoric disorder and premenstrual syndrome to be related to essure. The reporter commented: I had a radical hysterectomy in march and still definitely have a "cycle". No uterus bleed, but pmdd and pms are very regular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.